Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the calcified nodule left main artery. A 6.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the expansion of the device into the lesion, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was stable post-procedure.